Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported a cv-190 (video system center) malfunction error when a colonovideoscope is plugged in. There was no patient involvement reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was traced to component failure. Since over 8 years have passed since manufacturing, it is likely a temporary malfunction occurred due to either the degradation of the printed circuit board components or the deterioration of the converter due to long term use. Olympus will continue to monitor for similar complaints.